Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product, has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 600 mg/dl. The customer was experiencing high glucose for the past day. Troubleshooting was performed. The customer stated that the event leading to her admission was vomiting. The customer stated that she changed the infusion set to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 173 mg/dl, and she was treated with insulin drip. No further info was provided.